Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the gripper line and gripper line break. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) with mr grade of 2-3. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed; however, when establishing gripper line removability, the gripper line (gl) did not move and the gl broke. The clip was not implanted, and the cds was removed with the gripper line still inside the device. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
The device was returned and investigated. The reported mechanical jam could not be replicated during returned device analysis due to the condition of the returned device (broken gripper line); however, the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The reported gripper line break was a cascading effect of mechanical jam and is likely a result of procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.